Event description:
Follow up information identified the patient's ipg was replaced with a new one restoring therapy.

Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable due battery depletion. The patient has not charged his ipg in over a year. Surgical intervention may be pending to address the issue.